Event description:
During an explant procedure due to ineffective therapy, the physician discovered that the contacts on the paddle lead were slightly misaligned. Whether the damage occurred during the original implant procedure or during the explant procedure is unk. The devices were functioning properly prior before the procedure. The pt is reportedly doing well following the explant procedure.

Manufacturer narrative:
The explanted device was not returned as they were kept by the pt.